Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a device exchange. During procedure, the physician performed a defibrillation threshold test which failed to convert the rhythm three times requiring external defibrillation. The physician elected to not make any changes. The patient was stable throughout.